Event description:
The customer initially called to report a broken belt clip. During the call the customer reported he experienced low blood glucose of 28 mg/dl. Customer stated he was low because he had not eaten and the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.